Event description:
An ophthalmic surgeon reported that the infusion cannula was nearly dislodged from trocar cannula during a vitrectomy procedure. They experienced this event in two out of three cases. The procedures were able to be completed with no pt harm.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. An internal investigation has been opened to address this issue. (B)(4).